Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  The meter result at 8:39 am was 3.8 inr. The laboratory result within two hours of the meter result was 2.9 inr. The therapeutic range is 2.5-3.5 inr. The interval of testing is bi-weekly.

Manufacturer narrative:
The customer's test strips are not available for investigation. The meter was requested for investigation and has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Section e3 - occupation: patient/consumer the reporter is the patient's wife. H3 other text : na